Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Intermittent out of range shock impedance values (less than 25 ohms) were reported on home monitoring. Chronic shock impedance is approximately 70 ohms. Lead evaluation recommended. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. This lead was capped on (B)(6) 2026. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.